Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the ventricular lead was attempted but not used during the implant procedure. During placement of the lead, the guide wire was replaced to achieve a better position for fixation. The replacement guide wire became obstructed in the passage of the lead and was unable to be inserted. The lead was removed and replaced. No patient complications have been reported as a result of this event.